Event description:
Caller reported a power source alert with their device. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to resolve the issue by using different wall adapters, which did not work. However, the problem was resolved when the customer used a different charging cable, leading to the pump beginning to charge. No further assistance was required.